Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31236590l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation which included the use of thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. While ablating on mitral isthmus (mi), the shaft of the stsf catheter was displayed bent. Because the shaft of the catheter was displayed as bent, the cable was reconnected and was replaced. However, the issue was not resolved. The details were unknown and there was the possibility that the catheter was located somewhere outside of the left atrium. During the cable replacement, the patient's blood pressure decreased, and pericardial effusion was checked by an echocardiogram (echo) from outside the body, and it was found to have accumulated. There was no large change particularly in impedance. The patient was elderly, and his blood pressure was a little lower originally, but pericardial drainage was performed due to blood pressure decrease. After that, the blood pressure was stabilized. As the procedure was nearly ended, the procedure was completed as it was. Atrial septal puncture was performed with a radiofrequency (rf) needle. Before pericardial effusion or tamponade was confirmed, cryo ablation with a polarx, boston scientific was performed on pulmonary vein (pv) and roof. Ablation with the stsf catheter was performed on cavotricuspid isthmus (cti) and mi. Steam pop was not confirmed. Additional information was received, and it was reported that the patient improved. There were no error messages observed on biosense webster equipment during the procedure. The physician commented that the cause of event was unknown. Clarification was received that the shaft of the catheter was displayed as bent on the carto 3 system. It seemed to be a visualization issue. Cardiac perforation was not confirmed.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. Correction to follow up report #1 (B)(4): the device evaluation details and coding have been updated. Therefore, section h reflects the updated information. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was visualized and recognized correctly; however, no temperature was displayed due to an open circuit in the connector area. Also, corrosion was observed on the printed circuit board (pcb) area. A manufacturing record evaluation was performed for the finished device number lot 31236590l and no internal action related to the complaint was found during the review. The potential cause of the adverse event remains unknown. The potential cause of the open circuit and corrosion could not be conclusively determined. In addition, no error messages were observed on biosense webster equipment during the procedure. The visualization issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The physician commented the cause of the event was unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. For impedance and temperature issues, the catheter must be withdrawn, and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean; do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. The instructions for use contain the following warning stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation which included the use of thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. While ablating on mitral isthmus (mi), the shaft of the stsf catheter was displayed bent. Because the shaft of the catheter was displayed as bent, the cable was reconnected and was replaced. However, the issue was not resolved. The details were unknown and there was the possibility that the catheter was located somewhere outside of the left atrium. During the cable replacement, the patient's blood pressure decreased, and pericardial effusion was checked by an echocardiogram (echo) from outside the body, and it was found to have accumulated. There was no large change particularly in impedance. The patient was elderly, and his blood pressure was a little lower originally, but pericardial drainage was performed due to blood pressure decrease. After that, the blood pressure was stabilized. As the procedure was nearly ended, the procedure was completed as it was. Atrial septal puncture was performed with a radiofrequency (rf) needle. Before pericardial effusion or tamponade was confirmed, cryo ablation with a polarx, boston scientific was performed on pulmonary vein (pv) and roof. Ablation with the stsf catheter was performed on cavotricuspid isthmus (cti) and mi. Steam pop was not confirmed. Additional information was received, and it was reported that the patient improved. There were no error messages observed on biosense webster equipment during the procedure. The physician commented that the cause of event was unknown. Clarification was received that the shaft of the catheter was displayed as bent on the carto 3 system. It seemed to be a visualization issue. Cardiac perforation was not confirmed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was visualized and recognized correctly; however, no temperature was displayed due to an open circuit in the connector area. Also, corrosion was observed on the printed circuit board (pcb) area. A manufacturing record evaluation was performed for the finished device number lot 31236590l and no internal action related to the complaint was found during the review. The potential cause of the adverse event remains unknown. The potential cause of the open circuit and corrosion could not be conclusively determined. In addition, no error messages were observed on biosense webster equipment during the procedure. The visualization issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The physician commented the cause of the event was unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. For impedance and temperature issues, the catheter must be withdrawn, and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean; do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. The instructions for use contain the following warning stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).